Manufacturer narrative:
E.1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using an unspecified number of bd vacutainer® k2e 5.4mg plus blood collection tubes, there was interference with plasma metanephrine analysis. 3-methoxytyramine (3mt) was detected at 3.30 minutes, but an unwanted substance (interference) appeared right next to it at 3.24 minutes. No adverse impact was reported regarding the patient or user.